Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). A lead revision procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that surgical intervention was undertaken. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). A lead revision procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.